Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got a shocking sensation in their lower buttock area during an MRI. It was noted that the mrt technician did not know the patient had the implanted device and the patient did not turn it off for the MRI procedure. The manufacturer¿s representative checked the patient¿s implant and programming as well as impedances and the device checked out fine. There were no further complications reported or anticipated.